Manufacturer narrative:
Field complaint of premature discharge of battery was not confirmed. Device was received with normal device characteristics. Analysis of device image indicated normal device operation. Further analysis performed did not find any anomalies, with battery voltage at eri level. The cause of discrepancy in device longevity could not be determined. As a result of this finding, abbott is performing further investigation. Longevity assessment was performed, and the implant duration exceeds the total projected longevity based on field settings indicating normal battery depletion.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the patient's pacemaker had premature depletion of battery. The device was explanted and replaced. The patient experienced no symptoms related to this event.